Manufacturer narrative:
On (B)(6) 2019, mentor became aware that this information was erroneously omitted: the facility name: (B)(6) facility zip code: (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Both implants were damaged upon removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/26/2020, it was reported to mentor that the deflation of the right breast implant was spontaneous. The patient had asymmetric bilateral breast augmentation. Pre-operatively both implants were deflated completely. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2020, during visual inspection of the device two tears (a and b) were observed on the anterior aspect, measuring approximately 9.1 cm and 0.6 cm respectively. No other anomalies were observed. Microscopic examination of the edges of the both ruptures revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 250cc and experienced bilateral deflation. As a result, the patient had undergone removal and replacement with allergan non-mentor breast implants on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6684039, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).